Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had the stopper pop off. There was no report of patient impact.